Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It as reported that the device became stuck on the guide wire. This 2.4mm jetstream catheter was selected it would not pass over the non-bsc guidewire and became stuck. The procedure was completed with a different device. No patient complications were reported.